Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the son¿s insulin pump was not turning on. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. The customer¿s mother reported that the insulin pump fell off from the bench and while troubleshooting it was found that the contacts on battery compartment were damaged. The insulin pump will not be returned for analysis.